Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were abnormal results for creatinine, au, and k. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, but erroneous results cannot be determined from the photograph. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no additive abnormalities were found. Factors that may contribute to erroneous results-potassium and creatinine were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode of erroneous results-potassium and creatinine because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of erroneous results-potassium and creatinine. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were abnormal results for creatinine, au, and k. There was no report of patient impact.